Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photos provided shows an activated company device. Picture 1) the plunger appears to be advanced to the depth guard and appears to be advanced under the intraocular lens (iol). Picture 2) the plunger appears to be fully advanced outside of the nozzle. One haptic and part of the optic appear to be outside of the nozzle adhered to the plunger. We are unable to determine the root cause for the reported complaint "during implantation the iol got stuck in the cartridge nose". The product was not returned for analysis. Plunger underride was observed on the returned photo (pic1) which appears to show the initial advancement of the iol. Plunger underride may occur. If the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (more than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, the lens got stuck in the cartridge nose. Additional information has been requested.